Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the front panel assembly required replacing in order to resolve the customer's reported issue. After replacing the front panel assembly, the fsr performed the operational verification procedure and the user verification tests. The device passed all testing to manufacturer specifications and was returned to the customer.

Event description:
The customer reported that their vela ventilator's touch screen stays blank upon start up of the device. The customer reported that there was no patient involvement.